Event description:
Perioperative staff observed a black residue on the metal pan basins being used in the operating rooms after wiping the basin with a towel. The basins were part of a new program from synergy in which the company re-sterilizes the basins. As the o.r. Technicians and other staff became aware of this issue the company was notified and the staff checked on other basins that could be affected. Numerous basins were noted to have the black residue on them. There were a variety of lot numbers involved, but the issue was not limited to those specific lots. Some staff commented that the basins had a very polished shine to them along with a prism like color. All basins were removed from the area and taken out of service. The basins were returned to the company for testing and evaluation. A sample of the basin was also sent to an independent laboratory for testing. The incident impacted multiple procedures and patients. Results and potential impact on patients are pending.